Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused filter tilt and peroration of the inferior vena cava (ivc) wall. The patient reported becoming aware of perforation of filter struts into organs, mesenteric and tilting of the filter, approximately seven years post implant. The patient also reported chest pain and anxiety related to the filter. According to the implant record the indication for the filter implant was recurrent deep vein thrombosis (dvt) despite anticoagulation, factor v deficiency and a history of congenital heart disease repair as an infant. The filter was placed via the left femoral vein and deployed under fluoroscopy. The patient experienced a vasovagal episode, becoming hypotensive and required hemodynamic resuscitation with IV fluids, atropine and dopamine. Approximately six years and six months post implant, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The results noted an infrarenal ivc filter with apparent extension of the distal aspect of the legs beyond the ivc lumen. No perforation of the arterial vessels, of the retroperitoneal mesenteric or bowel and a lateral tilt of 19.3 degrees. The product remains implanted and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. A vasovagal syncopal episode is characterized by a sudden drop in heart rate and blood pressure leading to fainting, often in reaction to a stressful trigger. Common triggers include strain, stress, long periods of standing, heat exposure, or the sight of blood. This is a common event that occurs during and after peripheral procedures. Chest pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records the patient was reported to have a preoperative diagnosis of recurrent deep vein thrombosis (dvt) despite anticoagulation, factor v deficiency and a history of congenital heart disease repair as an infant. Using sterile technique, the right growing was prepped and draped, and the right femoral artery was accessed using a retrograde approach and ultrasound guidance. The right femoral vein was unable to be cannulated; therefore, the left femoral vein was punctured. A sheath was placed to complete the ivc venogram. A cordis optease filter was advanced and deployed under fluoroscopy. The patient experienced a vasovagal episode, becoming hypotensive and required hemodynamic resuscitation with IV fluids, atropine and dopamine. Approximately six years and six months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The scan reported an infrarenal ivc filter with apparent extension of the distal aspect of the legs beyond the ivc lumen. No perforation of the arterial vessels, of the retroperitoneal mesenteric or bowel. A lateral tilt of 19.3 degree is noted. No atheromatous calcifications of the aorta or branch vessels noted. No acute intra-abdominal or pelvic pathology detected. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts into organs, mesenteric and tilting of the filter, becoming aware of these events approximately seven years after the filter implantation. The patient further experienced chest pain and anxiety related to the filter.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, specific evidence that the filter is tilted and perforates the inferior vena cava (ivc) wall. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt and inferior vena cava perforation¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, possible long-term complications associated with filter implantation include, but are not limited to, filter perforation of the vena cava wall. Additionally, the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without images available for review the reported tilt or perforation could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. It is unknown if the tilt contributed to the reported perforation. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to specific evidence that the filter is tilted and perforates the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient has suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.